Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysisno complaint received with return of the device. Failure (event) observed with analysis.internal insulation abrasion was noted at 53.5-55.0cm and 55.5-57.0cm from the connector pin. The etfe coating was intact at these locations.(B)(4).

Event description:
This report is to advise of an event observed during analysis.